Event description:
It was reported via repair work order that the side rail could become unlatched during use due to a missing pivot block screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.